Manufacturer narrative:
Unknown taper. Medwatch sent to the FDA on 12/05/2016. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connecter type associated with this event. This event was reported by the patient. Apollo has been able to confirm the reported events with the patient's physician. Device labeling addresses the reported events as follows: precautions: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant (removal)and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have acid reflux and weight gain."severe acid reflux (so bad that I would wake up throwing up acid from while I was asleep, pain around the port site, pain in shoulder." A year later the patient was informed that the band slipped. The device has been removed.